Event description:
It was reported that this pacemaker exhibited undersensing on both the right atrial (ra) lead and right ventricular (rv) lead. The involved leads are non boston scientific products. Boston scientific technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. At this time, this device system remains in service.